Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 504 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their blood glucose was high for three days straights despite manual injections. Customer experienced sweatiness, jumpiness, thirst and the onset of diabetic ketoacidosis. Customer advised they felt confused and were going to go to the emergency room.